Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918 the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal obstruction is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(6) 2019 that the patient was hospitalized to be re-optimized due to events of weakness in the lower limbs and issues for walking; once at the hospital after an x-ray was performed they found that the duodopa tubes were in the pyloric zone and that the patient had an intestinal obstruction that had caused patient not to defecate for 4 days; rectal washings were performed and intestinal obstruction was washed out; the pei was exchanged and placed correctly and intestinal obstruction resolved.